Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "after the staff member hooked up the smart site extension loop to a new IV placement. Blood began to leak out of the hub." There was no report of patient harm.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "after the staff member hooked up the smart site extension loop to a new IV placement. Blood began to leak out of the hub." There was no report of patient harm.

Manufacturer narrative:
Patient age and dob requested but not provided by the customer.